Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the user guide: if starting from the home screen, tap options, tap load, tap fill cannula and then follow the instructions. Insulin delivery will be stopped and must be resumed upon completion. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had inadvertently forgot to fill the cannula during the loading process. Blood glucose (bg) was 525 mg/dl and a bolus was delivered to address bg. The customer declined tandem technical support's offer to troubleshoot.